Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor, for 1 hour. The customer was unable to obtain scan readings or alarms during this time, and subsequently experienced hypoglycemia with a blood glucose of 17 mg/dl (obtained from unknown device) and a loss of consciousness. The customer's husband treated the customer with glucagon injection, then fruit juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage is observed on the sensor patch. The data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). No failure modes were observed with the sensor plug upon visual inspection. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and observed corrosion on printed circuit board assembly (pcba). An extended investigation has also been performed. Visual inspection on the returned de-cased sensor and no issues were observed. The sensor was still in sensor state 6. A visual inspection was preformed on the pcba and corrosion was observed due to liquid ingress. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor, for 1 hour. The customer was unable to obtain scan readings or alarms during this time, and subsequently experienced hypoglycemia with a blood glucose of 17 mg/dl (obtained from unknown device) and a loss of consciousness. The customer's husband treated the customer with glucagon injection, then fruit juice. There was no report of death or permanent injury associated with this event.